Event description:
A 3.5 x 22 mm resolute integrity rapid exchange (rx) stent was successfully delivered to a distal right bifurcation. The target lesion exhibited 85% stenosis and was pre-dilated using a 2.5 x 15 mm balloon. The resolute integrity delivery system balloon was positioned in the proximal stent area and post dilated at 16-18 atms. The balloon was inflated twice. When an attempt was made to remove the balloon it became "stuck" in the distal end of the guide catheter. Force was applied to the device in an attempt to withdraw it back into the guide catheter. The delivery system balloon burst and was then removed. The catheter shaft was reported to be stretched on removal. The device had been inspected and prepared prior to use with no issues noted. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The transition shaft was severely stretched measuring 19.5cm. The balloon was inflated and maintained pressure, confirming no leak on the distal shaft. There was a longitudinal tear on the transition shaft with part of the core wire exiting. Inflation and deflation of the distal shaft did not detect any slow or non-deflation issues. Please note that this device (resolute integrity rx) is distributed outside the united states; however, it is similar to the united states distributed product - endeavor sprint rx.

Manufacturer narrative:
Results: balloon inflated beyond the rbp and force used to retract the device, root cause cannot be determined as evaluation of returned device did not detect any slow or non-deflation issues. Conclusions: root cause cannot be determined as evaluation of returned device did not detect any slow or non-deflation issues. (B)(4).